Manufacturer narrative:
A ge representative contacted the customer bio-med tech by phone. Customer reported the system is working.

Event description:
The customer reported the system displayed a generator error code. No patient injury was reported.